Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/06/2015 with the following findings: there was no evidence of short battery life observed in the black box history. There were no errors, alarms, or warnings related to the original complaint observed in the black box or alarm history. There was no evidence of delivery interruptions and the total daily doses and basal deliveries added up correctly with the user¿s basal settings. The pump powered on with the returned battery cap. The cap was unable to fully tighten, but a power loss was not observed. The battery compartment was cracked. Current electrical draws were within specifications. The pump case was removed and there was no evidence of moisture or loose components observed inside. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) over 300 mg/dl, but less than 500 mg/dl with abdominal pain associated with a power issue. It was reported that the battery compartment was cracked. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. This complaint is being reported because the patient allegedly experienced hyperglycemia related to a power issue in the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.